Manufacturer narrative:
The customer¿s experience of an over infusion was neither confirmed nor replicated during functional testing. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification when tested as received with the broken platen. Although the returned pump module passed rate accuracy testing with the broken platen, previous investigations have shown that devices with broken platens at the upper hinge can over or under infuse depending on how the broken platen is seated when the door is closed. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that an over infusion of an unspecified medication occurred. The customer later stated that there were no adverse effects caused to the pediatric patient form the event.